Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap total hysterectomy. As stated by the reporter: the device would not toggle back and forth. They opened a new one to correct this issue. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.